Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional and a clinical study indicated the pump was explanted/replaced on (B)(6) 2019. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2019. It was noted that the device was also interrogated on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The hcp was asking for directions to decouple and recouple the patient personal therapy manager to their new pump. Discussed the procedure and they were able to successfully decouple and recouple the ptm. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Previously reported method and result codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-may-07. It was reported that the cause of the motor stall was unknown, but the pump will be sent back to the manufacturer for analysis once released from hospital lab services. Actions/interventions included the pump was interrogated and found to be in motor stall. The pump was then placed in minimum rate and the patient was scheduled for pump replacement. The pump was replaced by another pump of the same manufacturer on (B)(6)2019. The information was confirmed with the physician. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the motor stall recovered after the procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 30 mg/ml bupivacaine at 10.917 mg/day and 5 mg/ml dilaudid (hydromorphone) at 1.8194 mg/day. The reason for use was other chronic/interact pain (trunk/limbs) and spinal pain. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2019. The patient did not recently have an MRI. The pump status and/or event log report motor stall occurred, and it was ¿active.¿ electromagnetic interference (emi) was reviewed, including confirming that there were no emi/magnetic sources present. They also reviewed motor stall considerations, including to silence audible alarms, consider pump replacement, consider programming minimum rate, cover patient with non-pump medication, turn the pump off via a password, and if explanted/replaced then return to the manufacturer is recommended. It was reviewed that the pump will alarm again for tube set error when stall reaches 48 hours. They reviewed the option to program pump off with password to disable alarms. The caller stated they will replace the pump but nothing is scheduled yet. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).